Event description:
Customer's foster mother called asking for assistance changing the setting on customer's insulin pump. Customer's blood glucose was 45 mg/dl, which he treated with juice before the call. Customer's carbohydrate ratios were changed according to adjustments made by the doctor. Customer's foster mother called the next day stating that customer has been off the device since the beginning of the month due to doctor's instructions. The doctor had given customer a meter for checking his blood glucose. The insulin pump was not reading the meter. It was discovered that the meter was set to never send. It was changed to always send, and now the insulin pump reads the meter. Customer's blood glucose at that time was 380 mg/dl. Customer was given a manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.